Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient noticed the elective replacement indicator (eri) message a couple of days prior to report. Additional information received four days later reported that the eri was seen on the patient programmer. It was noted that there was normal battery depletion based on high settings and multiple electrodes. The manufacturer's representative reportedly checked impedances and there "were good," within the range of 545 to 899 ohms. The longevity calculated with the patient's settings was noted it would have drained the implantable neurostimulator (ins) in four to six months. The manufacturer's representative noted the programming was changed about four months prior to report. The patient reportedly stated that the stimulation felt like it was turning down or off. Additional information reported the patient was ¿still having concerns¿ regarding their device or therapy and was working with their physician. It was noted the patient was scheduled to meet with their physician on the day of follow-up. The patient later reported that she needed to find a doctor to manage her difficult ins with continuing problems that her neurosurgeon was refusing to address. The battery only lasted 1 year and 5 months. The patient considered the battery a defective product. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient just received a questionnaire but it didn¿t say which device it was referring to. The patient stated the implantable neurostimulator (ins) depleted in one year and three months and in between that time she had new leads and electrodes placed but it didn¿t work right unless she was wearing a ¿lso¿ and squeezed everything together. The patient stated she was upset that the battery had gone dead in one year and three months. She stated she had the ins removed but not the leads and electrodes. The patient stated she had the ins removed last year but didn¿t have the date. She stated it didn¿t work or anything. It was also noted the patient had myoclonic jerks.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the patient stated that their implantable neurostimulator (ins) malfunctioned, stopped working, and went dead after a year and three months. The ins depleted sooner than she thought it would. The patient stated there were electrode and battery problems with the ins. It was noted the stimulator was explanted on (B)(6) 2014 and not replaced.